Event description:
The physician reported that the patient was seen on (B)(6) 2013 and high lead impedance was observed during diagnostics. The surgeon has decided to perform a full vns replacement for the patient. The replacement surgery was performed on (B)(6) 2013. The patient was admitted after surgery for unknown reason. Follow up with the physician confirmed the high impedance was first observed on (B)(6) 2013. The vns device was not disabled (turned off to 0ma) following the observation of the high impedance. It is not known if patient manipulation or trauma occurred which may have caused or contributed to the event. X-rays indicate the device was in a stable position and there was no discontinuity. No other information was provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.